Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found followings; -the light guide lens and object lens were chipped -the adhesive of the bending section rubber had been chipped -the image had white dots omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the air/water channel of the subject device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for the unspecified microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.